Manufacturer narrative:
Model#, catalog #, serial #, lot#, expiration date, other #, UDI# and device manufacture date are unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when connecting five 100 ml cassettes to a pump the pump did not detect the cassette. No patient injury was reported.